Manufacturer narrative:
(B)(4). G3: canada h6: additional suggested component code: mechanical (g04) - drill. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that during the cleaning and sterilization of the drill, the spring at the end was found to be broken. No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d5; d9; g3; h2; h3; h6 g2: canada visual examination of the returned product identified multiple strands of the flex shaft that are fractured at the base of the quick connect body. There are minor nicks and scratches on the hudson end. There are nicks also present around the drill bit connection end. No other damage was noted during visual evaluation. This device has an approximate field age of 8.5 years. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.